Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the tissue jammed with the anvil and the staple malformed by the affiliate. There was no pt consequence. Add'l info received on 10/31/97. It was slated by the affilate that the device was removed by using forceps.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers ans technicians are listed below. Visual inspections & results: cartridge batch number, j45j8x; cartridge position, loaded; casing position, back; hook shroud condition, good; lockout slide position, unlocked; number of staples returned in cartr, none; retaining pin positin, back; safety position, locked and trigger position, open/locked. Functional tests & results: hook shroud condition, good; indicator function properly, yes; indicator setting when firing, 1.0; lockout slide tip condition, good; safety disengage properly, yes; staple heights conforming, n/a; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. There were no anomalies noted for malformed staples or with the instrument jamming. The staple housing casing was moved forward and backward several times without incident. No issue was encountered with the instrument jamming after firing. It could be not be ascertained as to why instrument reportedly jammed during surgery. Mfg and engineering have been notified of the reported incident.